Manufacturer narrative:
The evaluation of the returned device was completed by the failure analysis lab on (B)(6)2019. Device evaluation summary: it was reported that a 27-year-old female underwent breast augmentation revision with a mentor smooth round moderate profile 425cc saline prosthesis and experienced left sided deflation post procedure. The device was received with no fluid. Yellow material was observed within the device and no foreign material was observed on the anterior aspect. During the initial inspection a crease was observed on the anterior aspect. Leak testing revealed that there was leakage from the valve and a rupture within crease measuring approximately 0.1 cm on the posterior aspect. No other anomalies were observed. Review of this event as well as similar events have identified the following possible sources of leakage from the valve of the device: 1. Tissue ingrowth into the valve is a known potential reaction for this device and has been identified as a possible cause for deflation 2. Dislodged valve material from a valve puncture or tear 3. Water soluble crystal like material (residual nacl from the fill solution) 4. External contaminant such as lint, dust, talc, surgical glove powder, drape and sponge lint, skin oils and other surface contaminants deposited on an implant during handling prior to surgery or during preparation of the device for shipment to mentor for evaluation 5. Separated valve material lodged between the valve body and the valve seat most likely the result of damage associated with the diaphragm valve. 6. Excess silicone-like material most likely the result of flash, which can be created during the vulcanization of the valve and washer to the shell in the main assembly process. 7. Holes (rents, material separation) in the valve possibly due to a rework activity, which was eliminated. 8. Holes (rents, material separation) in the valve due to damage done by venting the device during autoclaving when something other than a fill tube is used to vent the device. The mentor product analysis lab was not able to determine when the rent was introduced into the valve of the device. A definitive root cause of the failure could not be determined. The complaint was also confirmed since a rutpture within a crease was found on the device. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. There is no evidence that the issue is related with manufacturing. At this time is not possible to determine the origin of the yellow material observed. Because the mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed for the finished device number 6870499, and no non-conformances related to the reported complaint were identified. Concomitant products: mentor smooth round moderate profile 425cc saline prosthesis, catalog # 3501670, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent breast augmentation revision with a mentor smooth round moderate profile 425cc saline prosthesis and experienced left sided deflation post procedure. The deflation was confirmed by a physician. As a result, bilateral prosthesis replacement with mentor smooth round moderate profile 425cc saline prostheses was performed on (B)(6) 2019.